Event description:
It was reported that a possible lead issue was observed. Twiddlers syndrome is suspected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.